Event description:
Additional information received indicates that the patient stopped charging the ipg, rendering the ipg inoperable. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.